Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a 8.5 fr varipulse catheter and thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a transient ischemic attack. It was reported that a patient experienced a tia (transient ischemic attack) after a pfa/rfa (pulse field ablation / radiofrequency ablation) procedure on (B)(6) 2025. There were no issues during the procedure. No further information was provided to the caller by the physician. Patient status is unknown, the physician indicated that the patient was "ok." The reporting party was present for the procedure but was not made aware of the adverse event until (B)(6) 2025. This event will be reported under both the varipulse and stsf. This report is for the varipulse.

Manufacturer narrative:
On 29-aug-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An internal action being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. On 10-sep-2025, bwi received additional information regarding the event. The irrigation was 4ml. 20 pvi (pulmonary vein isolation) ablations with pfa (pulse field ablation). Act (activated clotting time) was above 350. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).